Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 540 mg/dl. Customer was also scheduled for a surgery. Customer reported that she had severe pneumonia, herniated disc and a bulging disc due to excessive coughing prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir and a no delivery alarm were noted in the alarm history. High pressure test was performed and passed. Customer's current blood glucose reading is 333 mg/dl. No further information reported.